Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience alpine (3.0 x 23 mm/3.0 x 08 mm/3.5 x 12 mm). The device was not returned for evaluation. The reported patient effect of myocardial infarction is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the index procedure took place on (B)(6) 2016 during which the following 3.0 x 12 mm, 3.0 x 23 mm, 3.0 x 08 mm and 3.5 x 12 mm xience alpine stents were placed for treatment. The patient was readmitted to the hospital on (B)(6) 2016 experiencing an st myocardial infarction. The patient underwent a surgical procedure during which a pacemaker was implanted. No other information was provided.